Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported that the secondary of chemo fluid flowed into the 100 ml primary bag of normal saline. Reported the primary bag contained more fluid at the completion of the secondary. No patient harm or medical intervention was reported. No further patient/event information was provided.